Event description:
Customer reported a fluid leak of less than 6ml when using the coulter lh 750 hematology analyzer. The leak was originating from the aspiration needle cartridge area of the analyzer. The leak was contained, and was described by the customer as containing blood. The customer resolved the leak by replacing the aspiration needle. The operator was wearing personal protective equipment of gloves, eye protection, and lab coat at the time the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer was not sent to the customer's facility, as the customer resolved the issue.